Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient stated, that over the last five days, the peg stoma site was red. She was using alcohol wipes on the site until (B)(6) 2017. She stated no pain or increased ooze and the redness was resolving. On (B)(6) 2017, the physician reviewed the stoma site which was not red or painful. There was a small amount of ooze and the physician took a swab. On (B)(6) 2017, the patient reported that the physician called and said that an infection was diagnosed from the swab that was taken of stoma site and she would have to start unknown antibiotics. The patient completed the unspecified antibiotics on (B)(6) 2017. The redness resolved, but on (B)(6) 2017,the peg site was red again. The patient thought it might be related to heat and the position of carrying device. The patient believed this was causing friction on the stoma site.